Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 345 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was admitted to the hospital. The customer cause of emergency room visit as per health care provider is diabetic ketoacidosis. The customer was in critical care until able to leave the hospital. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer was not available but the diabetes educator was calling to do the troubleshooting to the best of her ability with the knowledge obtained.